Event description:
It has been reported a hearing performance with the device is affected. Channels 1 to 4 showed high impedance and were therefore deactivated on (B)(6) 2026. Expert measurements in continuous mode showed fluctuating impedance values on channels 1, 6, 7, 11. Reimplantation considered but no time frame has been set yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.